Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 220 units. The customer's blood glucose level was 220 mg/dl. At the time of the call, the customer was unable to load the cartridge, but confirmed that the cartridge will reload the cartridge at a later time.